Event description:
It was reported that pump experienced malfunction message with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical staff, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.